Manufacturer narrative:
Manufacturer's investigation conclusion the reported events of power cable disconnect and low voltage alarms were able to be confirmed via review of the log file. The reported missing pin in the black power cable and the damage to the white power cable was not confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (02aug2021 ¿ 05aug2021 per timestamp). The controller recorded intermittent power cable disconnect alarms that were associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. All of the atypical power cable disconnects occurred during power source exchanges. These atypical alarms occurred at the time stamps of: (B)(6) 2021 at 14:37:16, on (B)(6) 2021 at 00:33:29, and at 05:37:44. Low voltage advisory alarms were active on (B)(6) 2021 from 08:23:38 ¿ 08:41:58 due to the rsoc voltage on the white power cable being measured to be ~1.9v. The alarms cleared once the 14v li-ion battery was replaced with a charged battery. There were no other notable alarms active in the log file. Additional information provided on 09nov2021 stated that the system controller was taken out of service on (B)(6) 2021 and will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation; however, it was stated that a pin was broken on the black power cable which may have contributed to reported event. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 13feb2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The known driveline fracture is reported in MFR report # 2916596-2021-04790. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that during the patient's visit to the clinic, the patient was noted as having had multiple low flow advisories and power disconnect alarms. The patient also noted that at the end of the day, when switching out batteries, only one battery status light showed use (down to 1 or 2 lights). The other battery showed an almost full battery (4-5 lights). The patient thought that the 'full battery' was the one connected to the black power cable. The registered nurse could visualize the missing pin on the black power cable on the primary controller. Of note, the strain relief on the white power lead was also broken just distal to the solid portion of the power cable. The patient had a known driveline fracture and driveline fault alarms. The patient was not a candidate for a pump exchange. A review of the log file revealed long strings of low voltage faults occurring on the black power cable mainly on (B)(6) 2021. A controller exchange was recommended for the missing pin on the black power lead connector. The driveline data showed still only the one wire damaged. The other wires appeared good.